Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 plunger bends easily. The following information was provided by the initial reporter: very soft plastic syringe plunger rotates immediately, not comfortable. Air bubbles enter the syringe when aspirating.

Event description:
It was reported that syringe 1ml ls sp120 plunger bends easily. The following information was provided by the initial reporter: very soft plastic syringe plunger rotates immediately, not comfortable. Air bubbles enter the syringe when aspirating.

Manufacturer narrative:
H.6. Investigation: two photos received for 1ml syringe with reference (B)(4) with lot number 2104054, it can be observed the plunger can be bent when applying force with the hands. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, retained samples from the same lot were evaluated and no defects can be observed. The plunger moves with normality and it bends when force is applied to it with the hands. Although no incidence has been found in device history record review and no changes have been done in raw material, the root cause of this defect can be related when too much pressure or force is applied. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. H3 other text : see h.10.